Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported by the patient that their patient programmer (pp) would not communicate with the antenna starting a week prior to this report. They were getting the poor communication screen. They had sudden pain and over stimulation at their back and legs. They had turned up stimulation because their back pain had increased, but they turned it up too high and it had been stuck for a week. They felt stimulation in their leg and it was making it hard for them to get around. The stimulation was at 5.4 but they turned it down to 5.3 at times. They also could not get their pp to turn on, but after removing and reinstalling the batteries, the issue was resolved. Upon receiving the new pp, the patient mentioned that nothing was coming on the screen; however, they had not placed batteries inside the pp as they are shipped without them. Relevant medical history included spinal pain. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the pain and overstimulation they experienced had resolved somewhat. The patient stated that it was still there but not nearly as bad as it was and that it was getting better each day.